Event description:
It was reported that during an implant procedure, the ventricular lead had high impedance. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented, electrical resistance and cross continuity test results were within specification. No anomalies were found. (B)(4).